Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument or assay performance issues. Hologic product applications specialist (pas) reviewed logs and agreed with ts's findings, concluding the issue was sample-related. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Hologic qc analyst reported one sars-cov-2 tma run, (B)(4), using assay lot 279994 on panther instrument sn (B)(4) which had a negative panel. One replicate of the 1:5 dilution of a new sars-cov-2 panel c (lot 273797) resulted negative despite preparing panels per technical procedure.